Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.508" x 0.085" was found to be broken off. The broken piece was not returned. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the harmonic ace instrument generated a message asking to relieve the pressure on the blade. The instrument blade was found to be broken upon checking the instrument. The user completed the procedure using a backup instrument with no further issues.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported failure on harmonic ace instrument did not cause fragment(s) to fall into the patient's anatomy.

Event description:
Refer to h11 for follow-up information.